Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. The battery compartment was allegedly cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: the pump's black box showed one unexplained pump reboot event following the clearing of a replace battery alarm on (B)(6) 2016. The battery compartment was found to be cracked. There was evidence of moisture contamination on the underside of the battery cap. There was a crack in the pump casing near the case seal. The audio bolus button cover was torn, but still responsive. The ok button was under responsive. No contamination was found on the button contacts. Moisture contamination was found on the internal components of the pump. The display screen was dim and discolored.